Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 had a failed cubie that could not be recovered despite multiple attempts. A field service engineer (fse) used remote smart service (rss) to access the station and run diagnostics. The fse found that the drawer was not sensing closed when it was fully closed. Later, the fse visited the site and replaced the latch inseparable missing a magnet and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 had a cubie that failed and could not be recovered. Staff manually opened the drawer from the back and noted one cubie in row 2 sat higher than the others. They were unable to remove the drawer, and the drawer contained medications needed by the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.